Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage tests were performed and the results were satisfactory. A priming of the device was performed and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8047 for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking at the lower connection port through a pinpoint hole. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event.